Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been added, which was missed in the initial report. The missed information has been provided in section h6 under health effect - clinical code: 2364 with this report.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump was received with a critical pump error (open book image) alarm. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat due to critical pump error (open book image) alarm. Pump was cut open to perform visual inspection and found corroded pcba 1, and force sensor. Moisture damage was found on the pcba 2 and on the motor. Successfully downloaded history files and traces using thump. Critical pump error (open book image) alarm was triggered by a pump error 35 fatal alarm confirmed in the history file on (B)(6)2023 00:30:48.000. Unable to perform the carelink upload due to critical pump error (open book image) alarm. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: the following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, pillowing keypad overlay, and cracked keypad overlay at the select button. The pump did not have a battery installed when received. No damage noted on the original battery cap. There were 205 boluses listed on the event date in the pump history file. Please see the first 10 boluses below. (B)(6) 2023 00:02:45.000 normal bolus delivered (220). Bolus programming method: cl1microbolus (5). Normal bolus amount programmed: 2000 (0.2 u). Bolus amount delivered: 2000 (0.2 u). (B)(6) 2023 00:07:47.000 normal bolus delivered (220). Bolus programming method: cl1microbolus (5). Normal bolus amount programmed: 2250 (0.225 u). Bolus amount delivered: 2250 (0.225 u). (B)(6) 2023 00:12:45.000 normal bolus delivered (220). Bolus programming method: cl1microbolus (5). Normal bolus amount programmed: 2000 (0.2 u). Bolus amount delivered: 2000 (0.2 u). (B)(6) 2023 00:17:45.000 normal bolus delivered (220). Bolus programming method: cl1microbolus (5). Normal bolus amount programmed: 2000 (0.2 u). Bolus amount delivered: 2000 (0.2 u). (B)(6) 2023 00:22:45.000 normal bolus delivered (220). Bolus programming method: cl1microbolus (5). Normal bolus amount programmed: 2000 (0.2 u). Bolus amount delivered: 2000 (0.2 u). (B)(6) 2023 00:27:45.000 normal bolus delivered (220). Bolus programming method: cl1microbolus (5). Normal bolus amount programmed: 2000 (0.2 u). Bolus amount delivered: 2000 (0.2 u). (B)(6) 2023 00:32:45.000 normal bolus delivered (220). Bolusp rogramming method: cl1microbolus (5). Normal bolus amount programmed: 2250 (0.225 u). Bolus amount delivered: 2250 (0.225 u). (B)(6) 2023 00:37:43.000 normal bolus delivered (220). Bolus programming method: cl1microbolus (5). Normal bolus amount programmed: 2000 (0.2 u). Bolus amount delivered: 2000 (0.2 u). (B)(6) 2023 00:42:45.000 normal bolus delivered (220). Bolus programming method: cl1microbolus (5). Normal bolus amount programmed: 2000 (0.2 u). Bolus amount delivered: 2000 (0.2 u). (B)(6) 2023 00:47:45.000 normal bolus delivered (220). Bolus programming method: cl1microbolus (5). Normal bolus amount programmed: 2000 (0.2 u). Bolusamountdelivered: 2000 (0.2 u). Please see below for the daily total of all insulin delivered on the event date (B)(6) 2023 in the pump history file. (B)(6) 2023 00:00:00.000 dailytotalsg670 (63). Daily total collection start time: 10/30/2023 00:00:00.000. Daily total of all insulin delivered: 950250 (95.025 u). Daily total of basal insulin delivered: 509250 (50.925 u). Daily total of bolus insulin delivered: 441000 (44.1 u). There were no autosuspend (12) alarm or usersuspended alarm noted in the pump history file. Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date (B)(6) 2023 in the pump history file. (B)(6) 2023 00:12:56.000 alarm alert notification (40). Fault number: sensor error alert (801). (B)(6) 2023 00:47:56.000 alarm alert notification (40). Fault number: sensor error alert (801). (B)(6) 2023 01:22:56.000 alarm alert notification (40). Fault number: sensor errora lert (801). (B)(6) 2023 01:57:56.000 alarm alert notification (40). Faultn umber: sensor error alert (801). (B)(6) 2023 02:27:57.000 alarm alert notification (40). Fault number: sensor error alert (801). (B)(6) 2023 03:02:57.000 alarm alert notification (40). Fault number: sensor error alert (801). (B)(6) 2023 03:37:57.000 alarm alert notification (40). Faultnumber: sensor error alert (801). (B)(6) 2023 04:12:57.000 alarm alert notification (40). Fault number: sensor error alert (801). (B)(6) 2023 04:22:00.000 alarm alert notification (40). Fault number: sensor error alert (801). (B)(6) 2023 04:47:57.000 alarm alert notification (40). Fault number: sensor error alert (801). (B)(6) 2023 04:57:00.000 alarm alert notification (40). Fault number: sensor error alert (801). (B)(6) 2023 05:22:57.000 alarm alert notification (40). Fault number: sensor error alert (801). (B)(6) 2023 05:32:00.000 alarm alert notification (40). Fault number: sensor error alert (801). (B)(6) 2023 16:27:59.000 alarm alert notification (40). Fault number: sensor error alert (801). (B)(6) 2023 16:58:00.000 alarm alert notification (40). Fault number: sensor error alert (801). (B)(6) 2023 20:19:07.000 alarm alert notification (40). Fault number: sensor error alert (801). (B)(6) 2023 11:11:12.000 alarm alert notification (40). Fault number: sensor error alert (801). (B)(6) 2023 11:46:12.000 alarm alert notification (40). Fault number: sensor error alert (801). (B)(6) 2023 12:21:12.000 alarm alert notification (40). Fault number: sensor error alert (801). (B)(6) 2023 12:31:00.000 alarm alert notification (40). Fault number: sensor error alert (801). (B)(6) 2023 12:56:11.000 alarm alert notification (40). Fault number: sensor error alert (801). (B)(6) 2023 13:29:00.000 alarm alert notification (40). Fault number: lost sensor 1 alert (780). (B)(6) 2023 13:29:12.000 alarm alert notification (40). Fault number: stuck key alarm (61). Unable to test for sensorerroralert (801), lostsensor1alert or stuckkeyalarm due to critical pump error (open book image) alarm. Sensorerroralert (801) unknown. Lostsensor1alert unknown. Stuckkeyalarm unknown. Unable to perform the functional test due to critical pump error (open book image) alarm. Critical pump error (open book image) alarm confirmed due to pump error 35 alarm. Pump error 35 alarm confirmed due to corroded force sensor. Exposure to moisture confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia. The customer also reported open book image. The insulin pump was exposed to moisture. The customer had a blood glucose of 400 mg/dl at the time of the event. The customer had current blood glucose value of 600 mg/dl. The customer had frequent urination and thirsty as symptoms of hyperglycemia. The customer visited emergency services due to hyperglycemia and was treated using IV insulin drip (intravenous insulin infusion. Troubleshooting was performed. The insulin pump did not pass self test. The customer was using insulin pump within 48 hours of the event. The automode feature was not activated at the time of the event. No further patient complications were reported. The customer will discontinue using the device. The insulin pump was returned for analysis.